Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an unexpected receiver shut-down . No additional event or patient information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charged and was is continously rebooting. The receiver case was opened for an internal visual inspection and it passed. The main board was separated to perform a log download. A review of the downloaded contains errors within the relevant dates of this investigation. The reported event of unexpected receiver shutdown was not confirmed. A root cause could not be determined.